Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that alarms for three different beds, 3, 7 and 10 intermittently self silence. The issue was noted to occur between (B)(6). No patient harm, urgent therapy or delay of any urgent therapy occurred.